Manufacturer narrative:
Continuation of d10: product ID 8703w lot# l47426 serial# implanted: (B)(6) 1997: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2019: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: l47426, ubd: 13-oct-1999, UDI#: (B)(4) : product ID: 8596sc, serial/lot #: (B)(6), ubd: 21-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the last two pumps have had to be replaced before the batteries were dead. The patient also stated that the current pump was going off due to a low volume, but the patient stated that it was full. There was no morphine pumping through the catheter. The patient mentioned that they have been going through withdrawal for two weeks and were ready to crawl out of their skin or shoot themselves because they have no morphine in their body. They have not slept in 24 days. They were really pissed and irritable. The patient stated that the catheter was clogged, and they were scheduled to have a new pump put in on thursday. The patient believes a new catheter should be put in every two pumps. The patient stated that they were on their 6th pump and only had the catheter changed once. The physician schedules the pump to go off every two weeks even though the pump was not low. At their refill, there was more than 14mls left over and less than 3/4th of the pump dispensed so they have no morphine in their body. The patient mentioned that they take oral morphine, and they have withdrawal symptoms plus a heart condition. They lost 100lbs in 6 months to get the surgery done and want the physician to hold up their end since the patient did their side. The agent reviewed medtronic role and redirected the patient to their healthcare provider to further address the issue.